Manufacturer narrative:
(B)(4) final report. Additional information including post primary and pre revision x rays, operative notes (primary and revision), patient details, what the patient was doing at the time of the dislocation, whether the patient experienced any slips / trips or other trauma post primary surgery, whether the patient followed correct post op protocol and an update on the patient post revision was requested in order to progress with the investigation of this event, however, this information could not be provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported dislocation could not be determined. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) initial report. Additional information including post primary and pre revision x rays, operative notes (primary and revision), patient details, what the patient was doing at the time of the dislocation, whether the patient experienced any slips / trips or other trauma post primary surgery, whether the patient followed correct post op protocol and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the ecima liner after approximately 1 year and 8 weeks due to dislocation.